Event description:
Additional information received reported the patient is having their entire system explanted on 2014-(B)(6). It was reported the reason for removal was unknown. It was noted that the explant was successfully performed and both leads and the stimulator were removed.

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s system was set to be explanted on (B)(6) 2014. It was reported there was no allegation towards the device. The reason for explant was unknown at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.